Event description:
Caller reported blood glucose results of 103 mg/dl using advantage system 1 and 320 mg/dl using advantage system 2 within 10 mins. Reported no symptoms or adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
(B) (4). (B) (4). The device was returned with the outer tube bent. No functional test could be performed, as the clamp arm did not close and due to the returned condition of the instrument.

Event description:
It was reported that during an unknown procedure, the clamp arm was hard to open, even released the closing jaw, it was hard to back. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.